Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Purge flow was decreasing and purge pressure was increasing. No active alarms and all numbers currently are within normal limits. Motor current was at baseline. Purge fluid dextrose five percent by water with bicarbonate and no kinks were observed. A purge cassette change was discussed. The medical doctor requested a consult with medical affairs to discuss possible further intervention options.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and stated no intervention to my knowledge and no tpa added.